Event description:
The following information was reported to arjohuntleigh via e-mail: on (B)(4). 2013, the pt fell out of the bed and an ambulance had to be called. It was unk if there was an injury. We are reporting this event due to the potential for serious injury if this were to recur.